Event description:
It was reported to philips that the system was unable to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was relocated to another room where the procedure was started and completed. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to produce x-rays. Upon troubleshooting the rse determined that the green ready light was on, but pressing the footswitch triggered an error stating fluoro was not possible and issue persisted even after multiple reboots. The rse reviewed the logfile and confirmed that the generator was offline and scheduled an onsite to verify system power. The philips field service engineer (fse) visited onsite restarted the generator, and conducted performance verification exposures and determined the reported issue was resolved. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.